Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. False upstream occlusion alarms were produced during testing. This issue was caused by a failed upstream sensor. The upstream sensor was replaced.